Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) for this patient with this pacemaker requested review of recent sudden brady response events. Technical services (ts) reviewed noting the reason for the sbr events was due to some atrial undersensing which caused this pacemaker to think there was some slowing in the atrium. The ra sensing amplitude was low therefore ts suggested adjusting to automatic gain control (agc) with a nominal setting in the ra to see if this reduces the inappropriate sbr episodes. This pacemaker remains in service. No adverse patient effects were reported.